Manufacturer narrative:
No patient demographics provided. Beckman coulter hotline assisted the customer to perform ise enhanced cleaning, ise recalibration, and qc. The issue was then resolved. A field service engineer (fse) was dispatched to evaluate the instrument. Fse reported the cause was unknown and the device was operating within specifications. (B)(4).

Event description:
The customer reported the au 480 system had erroneous low potassium (k) result. An emergency room (ER) patient had erroneous low potassium (k) result of 2.5 mmol/l (sample #1). The erroneous low patient result was reported outside of the lab. Patient received k transfusion with unknown dosage because of the low k result. After the transfusion, a new sample from the patient was collected and had result of 1.39 mmol/l and repeated result of 2.61 mmol/l (sample #2). These results were not reported out of the lab. Amended report was sent. Customer reported the k qc recoveries prior to the event were within the lab established ranges but were out of ranges low for both level 1 and 2 after the event.